Event description:
It was reported that during an unknown procedure, it was observed that the cartridge was damaged, unable to cut, leading to bleeding of blood vessel. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecr45w with lot number 249c78; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2025. Additional information was requested, and the following was obtained: 1. Please provide more details for ""cartridge was damaged""? 2. How was the bleeding controlled? 3. How much blood was lost (ml)? 4. Did the patient require a transfusion? 5. How was the bleeding addressed? -details could not be provided. 6. Could you please clarify if there were any patient consequences? -no. 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no.